Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic feeling light-headed during follow-up in back-up vvi mode. The device was successfully downloaded. The patient would continue to be followed-up regularly. No further information could be obtained.